Event description:
Boston scientific recieved information that this device was alleged to have depleted prematurely. This device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon additional information this investigation will be updated.